Manufacturer narrative:
D10 concomitant product: ef-322n, endo catheter ef-322n 16cm nasal tip (lot#25j0916jz); ef-322n, endo catheter ef-322n 16cm nasal tip (lot#25j0916jz); ef-322n, endo catheter ef-322n 16cm nasal tip (lot#25j0916jz) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the photo noted an endoflip module, which showed that the serial number matched the complaint serial number. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the endoflip catheter reached usage limit. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Any catheter utilized on the ef-100 system following january 1, 2026 will be incorrectly flagged as expired due to the system¿s 24-hour usage limit, rendering the catheter unavailable for clinical procedures. The real time clock was set up with a base year of 2010 and will not support catheters after 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the catheter was detected as already used, with the maximum number of uses achieved. There was no patient or user harm.